Manufacturer narrative:
(B)(4). The device was evaluated by baxter. The evaluation found the downstream sensor current reading to be above specification with a fluid filled set loaded. Evaluation also found the downstream pressure plate gap to be below specification. Downstream occlusion tests were performed with unit passing. The unit will be reworked and calibrated.

Event description:
The customer reported that the spectrum pump displayed constant downstream occlusion alarms. The customer reported that there was no pt injury. No further information was available.